Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
It was reported that a zero-p implant subsided into the inferior vertebral body causing an unknown number of screws to back out of the device. On an unknown date, the patient was taken back to surgery for revision to a cervical fixation cage. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: it has been found that MFR #2520274-2013-03681 (catsweb complaint (B)(4)) is a duplicate of MFR #1719045-2010-00104 (net regulus complaint (B)(4)). Therefore, MFR #2520274-2013-03681 is being cancelled and MFR #1719045-2010-00104 will remain the official case of record. This device was used for treatment not diagnosis.